Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during inspection of the device, the deflectable videoscope had a foggy image. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defect was caused due to an incorrect or insufficient reprocessing or handling. However, olympus could not identify a definitive root cause of the event. The instructions for use states the inspection method associated with the event in " 3.8 inspection of the endoscopic system¿ chapter 3 preparation and inspection.¿ olympus will continue to monitor field performance for this device.